Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037. Total number of events: 1412. Gynecare tvt 353. Gynecare tvt abrevo continence system 53. Gynecare tvt exact continence system 103. Gynecare tvt obturator system 577. Gynecare tvt retropubic system 269. Gynecare tvt-aa abdominal 57.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 concurrently with robotically assisted laparoscopic colpopexy, posterior colporrhaphy, excision of left paraovarian and right paratubal cysts and mesh was implanted due to vaginal vault prolapse, rectocele and weak rectovaginal fascia. Following the procedure, the patient experienced pain, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and back pain. It was also reported that the patient underwent excision of exposed vaginal mesh, mesh revision and cystoscopy on (B)(6) 2013 due to exposure, dyspareunia and urinary hesitancy. It was reported that the patient underwent a revision on (B)(6) 2015 due to recurrence and dyspareunia. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
It was reported that patient underwent a miniarc sling, removal of vaginal foreign body and vaginoplasty on (B)(6) 2015 due to sui, dyspareunia and cystocele. No additional information was provided. (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2015 through january 31, 2016 supplemental 07.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/20/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Date sent to FDA: 06/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Date sent to FDA: 02/17/2020 . Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016. Supplemental 31.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/27/2017. Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2015 through (B)(4) 2016.